Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had peritonitis. Though it was initially reported the patient¿s death involved a peritonitis infection, it was later confirmed these two events were unrelated by a medical professional. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the hospital on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal vancomycin at 2000 mg (frequency and duration not reported) to address the infection, but she was transitioned to intravenous cephalexin (dosage and frequency not reported) to increase the efficacy of antibiotic therapy. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient was prescribed oral cephalexin at 500 mg twice a day for two weeks by the outpatient clinic upon discharge. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge until her death on (B)(6) 2024.